Event description:
A report was received that several contacts on the patient¿s lead had high impedances. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that all portions of the leads and ipg were removed from the patient¿s body.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that several contacts on the patient¿s lead had high impedances. The patient will undergo an explant procedure.

Event description:
A report was received that several contacts on the patient¿s lead had high impedances. The patient will undergo an explant procedure.

Event description:
A report was received that several contacts on the patient¿s lead had high impedances. The patient will undergo an explant procedure.

Manufacturer narrative:
Sc-2218-50 (sn (B)(4)): device evaluation indicated that the leads passed mechanical and photographic imaging tests performed. The leads were cleanly cut and only the proximal end portions were returned. Damage to the devices was a result of a typical explant procedure and it was not considered a failure.